Event description:
It was reported that a pt required placement of a pericardiocentesis drain followed by surgical repair of the left atrial appendage. The pt was brought in for treatment of a left-sided accessory pathway. A soundstar catheter was used to assist with the transeptal puncture (cartosound was not being utilized for the procedure). After obtaining transeptal access the physician placed the navistar catheter into the left atrium in the postero-lateral region. One of two applications of rf energy were applied at this location but the pathway was not eliminated. It was at the time the pt¿s blood pressure slowly dropped. The physician manipulated the soundstar catheter and noted a pericardial effusion. The procedure was halted and a pericardiocentesis drain was placed. The pt was transferred to the intensive care unit and then to the operating room. The surgeon noted a tear in the left atrial appendage which required a single suture. The pt was sent back to the ICU and is currently in stable condition.

Manufacturer narrative:
The customer had disposed the catheter and its packaging, therefore, lot number is not available. Concomitant product used during the procedure: carto xp system: model #: m-4700-01, serial number: (B)(4).